Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 66 samples were received for the investigation of the complaint. Preliminary analysis: stock review: checking the stock it was verified that there are no available units of this product code and batch. Quantity produced / imported: of this product code and batch number, (B)(4) units were produced. Distributed quantity: the whole lot was distributed to one national customer located in (B)(6); also, it was exported to customers in (B)(6). Background: reviewed the database of complaints and it was confirmed that we do not have additional reports associated to this product code and batch number. Batch record/batch record: a review of the documentation corresponding to the manufacturing of the batch was made, the controls in process and releasing controls were verified. No deviations or alterations were identified during the process. Analysis of the sample (s): 66 samples were received and were visually checked, evidencing that (B)(4) units, have leakage of liquid in different parts of the primary packaging. Our production process through 2016 (B)(4), already managed the defect: leakage of conditioning solution. The manufacturing date of the batch involved is prior to the CAPA. As a corrective measure, the affected units will be replaced. Conclusions: the complaint was determined as confirmed, since during the visual inspection it was possible to verify the presence of leakages and it was attributed to the manufacturing process.

Event description:
Country of complaint: ecuador. It was reported that the catgut 3/0 units are empty without the buffer and there are also other units with low volumes of solution.